Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited oversensing noise triggering false high ventricular rate episode. The noise could be recreated with isometrics tests. No intervention was performed. Patient's condition was stable, and patient would continue to be monitored.